Event description:
Patient presented with hip pain so doctor removed implants and proceeded to distally fixed modular stem with acetabular shell.

Manufacturer narrative:
The device will not be returned. Additional information was requested and if received will be provided on a supplemental report.

Manufacturer narrative:
Duplicate. Case is already reported under #0009610622-2014-00687.

Event description:
Patient presented with hip pain so doctor removed implants and proceeded to distally fixed modular stem with acetabular shell.